Event description:
It was reported, the switch emitted smoke.

Manufacturer narrative:
It was reported, the dead-man switch remained on after pressure was released. Examination of the internal component of the switch revealed that carbon deposits had formed between two metal contacts when the switch was held in a partially-on position. Sufficient carbon deposits had accumulated through the years (unit is almost 25 years old) for electricity to arc from one contact to the other, without depressing the switch at all. We determined that this event was attributable to a combination of incorrect use and excessive age of the unit. As remedial action, we changed the design of our switch components approx 20 years ago to prevent this event.